Event description:
The event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was reported the product was leaking from the luer connection. This resulted in the waste of medication and the loss of the patient's blood. The event occurred during patient use; no harm was reported.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
A series of photos were shared by the customer, where is observed a brand-new sample #011-mc33869. However, no leaks, physical damages or anomalies are observed on the photos. One used sample #011-mc33869 was returned for evaluation. As received no physical damage was observed. No mating device was returned for evaluation. The set was tested as per procedure and no leaks along the device were confirmed. The male luer was measured and was found within specification. The complaint of leaks cannot be confirmed based on the evidence provided by the customer. The device history review (DHR) lot# 12161607 was reviewed, and no nonconformities were found that would have led the reported condition on the complaint.